Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted. The patient was enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: c174awk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009; 407652 implantable pacing lead, implanted: (B)(6) 2009; 419678 implantable pacing lead, implanted: 2009. (B)(4).